Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, heavily tortuous, distal right coronary artery. The lesion was pre-dilated prior to the attempt to stent. The 2.5x23 mm xience v stent delivery system (sds) would not cross the lesion due to the anatomy and during the attempt to cross, using force, the proximal shaft separated. A non-abbott sds was able to cross successfully and be deployed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It was reported the physician used excessive force to advance the sds toward the lesion, which in turn likely resulted with shaft separation. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, excessive force may have contributed to the shaft separation.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.